Event description:
The account alleged the emergency trendelenburg did not function. No injury reported.

Manufacturer narrative:
The account found the emergency trendelenburg valve was stuck and was worked loose by using the emergency trendelenburg function. No repair made.